Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported that a patient underwent a hepatectomy on an unknown date and suture was used. During the procedure, the suture was broken easily during use. The surgeon felt that it was broken easier than normal ones. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/1/2022 additional information: d9, h3, h6 h3 investigational narrative: visual analysis of the returned product revealed that an empty foil packet, a needle-suture piece a winding former with three-needle/suture pieces, and several sutures of pieces product code j771d (this product code is multistrand and each packet contains eight strands) were received to ethicon inc for evaluation. The strands were broken at several pieces during the inspection due to the degradation process caused by exposure to the environment. The product code j771d contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. The foil was visually inspected, and no holes in the cavity were observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.